Event description:
It was reported the patient was experiencing pain at her scs lead site as well as ineffective stimulation. As a result, surgical intervention took place and the patient's entire scs system was explanted. The patient had two model 3186 leads from the same lot implanted as part of her scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.